Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and passed. The receiver was charged and rebooted and passed. Functional testing was performed and passed. A pairing test was performed with a known good transmitter and passed. The log was downloaded and reviewed finding a loss of connection. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data was evaluated and the allegation was confirmed. The root cause could not be determined. No injury or medical intervention was reported.